Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were sticking, were slow to respond, had a delayed response and caused scrolling. The keypad buttons reportedly started sticking 6 months ago. The delayed response issue with the keypad buttons reportedly occurred 4 months ago. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and required excessive force to elicit a response. The ok and contrast keys responded appropriately and spring back or click normally. Evaluation revealed that there was contamination under the keypad buttons and the up arrow key contact was found to be misaligned. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.